Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was only getting image noise in different colors, with no endoscopic image. The issue was identified during inspection for use. There was no patient harm.